Manufacturer narrative:
Updated h6-type of investigation, investigation findings, investigation conclusions the device was not returned for evaluation as it remained implanted. The complaint for valve unknown mechanism of failure was unable to be confirmed due to unavailability of medical report and relevant imagery. A review of the DHR revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. In this case, the valve was required intervention with unknown mechanism of failure; however, it was likely valve degeneration since the valve had been implanted more than 6 years. While edwards durability testing of sapien 3 valve meets and exceeds current iso standard and FDA guidance for bioprosthesis valve durability requirement (200 million cycles of accelerated wear testing (awt), which is equivalent to 5 years of durability), bioprosthetic valves are known to have a limited life span due to valve degeneration/deterioration or stenosis over time, and it can lead to aortic insufficiency. Valve degeneration/deterioration or stenosis is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is the potential adverse events associated with bioprosthesis heart valves per IFU. With the known inherent risk of device, valves that are reported for degeneration post implantation over 5 years are considered natural deterioration of the valve, and not a design or manufacturing deficiency; therefore, it is not included in the risk management file. In this case, the device under investigation had been implanted for more than 5 years (implanted on (B)(6) 2016). There is no evidence of a design and/or manufacturing deficiency contributing to the reported event. Therefore, risk management file review is completed, no further action is needed. As reported , "approximately 6 years post implant of a 23mm sapien 3 ultra valve, the patient underwent a valve-in-valve procedure with a 20mm sapien 3 ultra valve due to unknown reasons." In this case, the valve failed approximately 6 years post-tavr. Due to limited information, the reason behind of failed valve was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
H.6 decide code updated. Corrected investigation results below. The device was not returned for evaluation as it remained implanted. A review of the DHR revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. During manufacturing of the sapien 3 transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no device problem was identified affecting the distributed product, no pra is required. Since no edwards defects were identified, no corrective or preventative actions are required. The valve deterioration was unable to be confirmed due to unavailability of medical report and relevant imagery. A review of the DHR revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''approximately 6 years post procedure, the valve failed (unknown mechanism of failure) and, a valve-in-valve was performed with a 20mm sapien 3 ultra''. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Due to limited information, a definitive root cause was unable to be determined at this time.

Event description:
As reported from our affiliates in the united kingdom, approximately 6 years post implant of a 23mm sapien 3 valve, the patient underwent a valve-in-valve procedure with a 20mm sapien 3 ultra valve due to unknown reasons.

Manufacturer narrative:
Investigation is ongoing.